Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s t:flex user guide: ¿do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could lead to a very low or very high bg level. You can always adjust the insulin units up or down before you decide to deliver your bolus.¿ device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Reportedly, the customer delivered a bolus of 27 units and approximately an hour later another bolus of 33 units was delivered. The customer was hospitalized on (B)(6) 2016 and bg level was addressed with a couple bites of cheese as well as glucose administered via syringe by a nurse practitioner. It was noted that the customer was released in less than one day. The customer reported a permanent damage of a blood clot in the arm due to the treatment at the hospital as the customer believes the nurse missed the blood vessel when administering the glucose. A follow up with the customer on (B)(6) 2016 indicated that the healthcare provider (hcp) told the customer that the pump was not the cause of the low bg level and that it was due to the customer misreading the screen after reviewing t:connect data. Reportedly, the customer would review the settings with their hcp.